Manufacturer narrative:
The investigation of pressure tubing concluded that a potential root cause could be related to an incorrect solvent bonding execution during the assembly process. Personnel acknowledgement was conducted at the manufacturing site to prevent recurrence of this type of complaint.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The reported events of pressure tubing separated was confirmed. The pressure tubing was found detached from the bond joint with a distal male connector. Indications of what appeared to be bonding material were evident on some locations of tubing bond surface areas. The tubing outer diameter was measured and found to be within specification. Dry blood was evident in the stand-alone stopcock, pressure tubing and male connector. No other visible damage or defect was observed from the kit. Lot number was not provided, therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. In this event, no patient compromise was reported. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of this dpt (disposable pressure transducer) with a patient, the pressure tubing separated at the sampling tap level and broke spontaneously, without any manipulation. The line was clamped immediately. The complete system was replaced. There was no blood loss noted. There was no allegation of patient injury. The product was available for evaluation.